Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.2 cm diameter abdominal aortic aneurysm. The proximal neck was 22-25-20-25 mm in diameter and 30 mm in length. The left common iliac artery was 21-28 mm in diameter and the right common iliac artery was 16-20 mm in diameter. The right external iliac artery measured 9 mm in diameter and the left external iliac artery measured 17 mm in diameter. It was reported that during the index procedure, a proximal type I endoleak was observed. The physician tried to balloon with hopes to gain seal however, the endoleak remained. The physician then implanted an endurant cuff. After ballooning the cuff, the endoleak remained. The physician was satisfied with the outcome of the procedure as the amount of endoleak had reduced significantly. The physician believes the cause of the type I endoleak was due to the "bottle shape" of the aortic neck. It went from 25mm-20mm-25mm over a 3cm distance. There was also a lot of plaque/calcification throughout the aortic neck. No clinical sequelae were reported and the patient is being monitored.